Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for dystonia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for cervical dystonia. It was reported the patient was affected by some security gates at shops. These events occurred (B)(6) 2018, (B)(6) 2019. The patient experienced a wave coming on, feeling faint, and generally unwell to that point that they needed to sit down. It was reported to only occur in certain shops. There was a slightly raised impedance of 2220 ohms on contact 0, but otherwise all were within range. The patient reported being at the airport on (B)(6) 2019 and feeling faint while standing near the self-check in machines. It was stated that the system was definitely affected by something near the patient and they had a horrible faint/sick feeling. The patient quickly left. It was noted everything had been "100% good" for years and then for approximately 8 months, the patient has been having these incidents. The patient felt as though something wasn't correct with the ins. It was later reported by hcp that all impedances were within normal ranges and the patient's dystonia was well controlled. There were no effects from touching over the system and nothing that the patient could recall occurring 8 months ago prior to these incidents occurring. The patient was advised to see their general practitioner and follow-up with their neurologist, which would be approximately 3 months after this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Impedances were checked and palpation over the device revealed no abnormalities. The patient was asked to monitor the situation and further device data will be collected if the symptoms happen again.